Event description:
The customer alleged that the audible alarm is intermittent. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The cse re-tightened a loose connection to the ground on the front panel display and replaced the audible alarm as a precaution. It was not verified that the audible alarm did not work as designed, and no malfunction may have occurred.